Event description:
It was reported that during implant the helix could not be fixed in the patient even after forty turns. The lead was not used. No patient complications have been reported as a result of this event.